Event description:
The customer reported a charge button failure along with a screen message of a processor pca failure.

Manufacturer narrative:
(B)(4). The customer reported a charge button failure along with a screen message of a processor pca failure. There was no report of pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.